Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling and the stain inside the lens likely occurred due to user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope: 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of darkening or abnormalities of the us (ultrasound) image. Spot in the ultrasound image (ultrasound specific issues). The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. Device return evaluation found the adhesive peels off or was cracked. Defects of adhesive on the distal end/ stain entered inside the lens through the gap. This report is being submitted for adhesive peels off on the distal end, stain entered inside the lens through the gap found during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection , the following findings were noted : probe surface, probe housing and c-body scratches, dents, cracks peeling -failed inspection. Defects of adhesive on the distal end/ stain entered inside the lens through the gap was noted. Grip unit, scope body, scope cover noted scratched. Play ( angulation) was observed. Probe unit/ piezo elements are found defective. Service repair noted that some defects found could be due by tear and wear. By mishandling. By physical and chemical stress. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.